Event description:
One lesion was treated in the proximal lad by implanting 3 endeavor rx drug-eluting stents with 2 of them overlapping - (MFR report# 2953200-2008-01233). On the same day as stent implant, the patient suffered an mi. Investigator assessed the event a non-q-wave mi. The investigator did not assess whether the event was related to the endeavor stent. Patient was also reported to be suffering from stable angina at 30-day follow-up.

Manufacturer narrative:
Results - myocardial infraction.